Event description:
Customer called and alleged that the nurse call system on the bed is not working.

Manufacturer narrative:
Technician found that the nurse call communication cable was defective and replaced it and all worked fine. He also performed a complete test on bed. No injuries were caused by this issue.